Event description:
During removal of dressing cause wound site bleeding and skin tear. Hcps complained that the adhesive of the dressing is too strong so it cause this problem.

Manufacturer narrative:
(B)(4).